Event description:
Boston scientific received information stating: the most recent event was logged on (B)(6) 2012 showing external noise on the atrial lead each event was between 9.00 and 9.30am at last check the sensitivity was changed to 0.25 prior to this change. No noise had been logged. The atrial sensitivity was reprogrammed to the original value of 0.5mv. (B)(6) hospital, australia lead implant date on (B)(6) 2000. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).